Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider was a cosmetic surgeon who discovered the patient had an interstim while she was attempting liposuction. The healthcare provider reported the patient mentioned that she had something to open up her bladder and that it worked for about a year after and now it doesn't do anything anymore. The patient reported loss of therapy. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.